Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain and loosening of the tibial component at the cement to implant interface. Depuy cement was used. The bone scan showed the implant appeared to be loose. The tibia was removed with little difficulty and no cement was attached to the bottom of the tray. Doi: (B)(6) 2017, dor: (B)(6) 2020 right knee.